Event description:
A 3.0 mm diameter x 15 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a distal rca lesion. The vessel morphology was reported to have severe tortuosity with no calcification. The lesion was not pre-dilated. It was reported that the physician inserted the endeavor delivery system and was experiencing difficulty while trying to advance to the lesion. The physician reported that the balloon burst upon first inflation at 3 atm; sending the stent proximal a few millimeters. The stent was deployed using another manufacturer's balloon. Another manufacturer's drug-eluting stent was deployed at the lesion site and overlapped with the endeavor drug-eluting stent. Both of the stents were post-dilated. The patient returned several days post stent implant with unstable angina. Repeat cath showed that second stent that was implanted showed stent thrombosis. The endeavor drug-eluting stent was widely patent. It is unknown how the stent thrombosis was treated. The patient is fine. Evaluation summary: medtronic has received the device and its analysis has been completed. The shaft of the device was coiled and was bent and kinked. There was chatter mark damage adjacent to where the kink in the shaft of the device was present. The hypotube was broken at the kink point. The jacket of the shaft was holding the shaft together. There were no detachment of components. The stent was not present on the balloon. The distal and proximal pillows appear to have been partially inflated and there appeared to be bunching/damage to the distal balloon pillows. Blood residue was evident in the inflation lumen. Due to the presence of the break in the shaft, it was not possible to attempt balloon negative purge or inflation. The break point on the shaft is consistent with previous recreations for shaft breakages were the shaft was kinked and re-straightened, resulting in the shaft breakage. The distal catheter assembly was cut from the broken mxii shaft and the distal assembly was pressurized. The balloon of the device inflated and held pressure without issue. This confirmed that the balloon of the device did not contain a leak or burst site. Communications from the field to date have indicated that there were no issues noted during preparation fo the device. The device was inspected with no issues noted. It appears most likely that the shaft of the device, through which the hypotube inflation lumen runs, was kinked and most likely broke during advancement. The broken ends of the shaft may have been sufficiently adjacent to allow 3 atms of pressure to be applied and for the balloon to partially inflate. This most likely commenced the deployment of the stent from the proximal and distal ends resulting in the dislodgement of the stent that remained within the vessel slightly proximal to the lesion site. Full apposition of the stent was achieved by other balloons post removal fo the endeavor mxii delivery system.

Manufacturer narrative:
Results: severe tortuosity. Embolism-device, stent misplacement, stent migration. Conclusions: severe tortuosity. Pt code - other: secondary intervention. Evaluation summary: medtronic has received the device and its analysis has been completed. The shaft of the device was coiled and was bent and kinked. There was chatter mark damage adjacent to where the kink in the shaft of the device was present. The hypotube was broken at the kink point. The jacket of the shaft was holding the shaft together. There were no detachment of components. The stent was not present on the balloon. The distal and proximal pillows appear to have been partially inflated and there appeared to be bunching/damage to the distal balloon pillows. Blood residue was evident within the balloon and balloon folds. Dried crystalline residue was evident in the inflation lumen. Due to the presence of the break in the shaft, it was not possible to attempt balloon negative purge or inflation. The break point on the shaft is consistent with previous recreations for shaft breakages were the shaft was kinked and re-straightened, resulting in the shaft breakage. The distal catheter assembly was cut from the broken mxii shaft and the distal assembly was pressurized. The balloon of the device inflated and held pressure without issue. This confirmed that the balloon of the device did not contain a leak or burst site. Communications from the field to date have indicated that there were no issues noted during preparation of the device. The device was inspected with no issues noted. It appears most likely that the shaft of the device, through which the hypotube inflation lumen runs, was kinked and most likely broke during advancement. The broken ends of the shaft may have been sufficiently adjacent to allow 3 atms of pressure to be applied and for the balloon to partially inflate. This most likely commenced the deployment of the stent from the proximal and distal ends resulting in the dislodgement of the stent that remained within the vessel slightly proximal to the lesion site. Full apposition of the stent was achieved by other balloons post removal of the endeavor mxii delivery system.